Event description:
An oral swab was used on an elderly pt. The foam (sponge) came off the stick and obstructed the pt's airway. The pt was coded, code blue. During a follow-up to the incident in 2002, the nursing director, informed tri-state sales rep, that the pt had survived. All mc505 product was removed from the floors. The hosp is retaining the swabstick involved in the incident.